Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced hematuria and was catheterized. The patient stated that the catheter exploded causing the cylinders to twist and the device to not work properly. In addition, the patient noted that the ipp auto-inflates. An appointment with the urologist was suggested. No additional patient complications were reported.